Event description:
A male patient contacted lifecor customer support to report that he was getting a "code 29" on his monitor. Support had him recycle the battery pack. This resulted in a "code 29". Support sent the patient a replacement monitor.

Manufacturer narrative:
Device evaluation of the monitor has been completed. The reported problem was confirmed. The cause of the reported problem was that the monitor had a defective capacitor bank. The monitor would not have treated if needed. The root cause of the defective capacitor bank is unknown, but is likely random component failure. The monitor will be repaired, retested and restocked. No adverse event resulted from the monitor failure. The patient received a replacement monitor.